Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display after trying to insert new battery. Customer¿s blood glucose level was 198 mg/dl. Customer reported that contacts of battery cap was neither missing nor damaged. Customer reported that the insert battery alarm displayed on the screen. Customer did receive power loss alarm and they were able to clear the alarm. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.